Manufacturer narrative:
This device used for treatment and not diagnosis. Magnum manufacturing center manufactured the retaining sleeve ¿ long for matrix, p/n 03.632.036, lot 6508192. Due to an unknown cause, the nuts on the knobs can be undone easily. The parts conformed to all dimensional and material specifications at the time of manufacturing. The material specifications have been confirmed. Due to geometrical issues the hardness was unable to be confirmed. The threads of the nuts were confirmed to be within specification. The threads of the knobs could not be measured due to geometrical constraints.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Magnum manufacturing center manufactured the holding sleeve ¿ long for matrix. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet. There were no complaint-related issues, non conformances associated with this lot. The complained articles were sent to our product development centre for extensive investigation. No visible damage or failure was found. Please note our op-technique: do not handle the holding sleeve for avoiding a loosening of the screw while inserting the screw.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the nut on the knob of the retaining sleeve is easily loosened.